Event description:
Patient had advanced osteoporosis in the hip. This enabled the helical blade to cut out of the femoral head. Patient experienced pain from advanced osteo arthritis (oa) which required a left total hip replacement and therefore removal of the trochanteric fixation nail (tfn) hardware on (B)(6) 2013. This report is for an unknown tfn nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tfn nail. Device was implanted on an unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.